Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was returned for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: sunk in light guide fibers, cracks in the video connector, and dents on edge. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the rigid video scope displayed an error message when plugged in. The issue occurred during preparation for use for an unspecified procedure that was completed using a similar device. There was no delay or reports of patient harm.

Event description:
It was reported, the rigid video scope displayed an error message when plugged in. The issue occurred during preparation for use for an unspecified procedure that was completed using a similar device. There was no delay or reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.